Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked and all pm's were completed. Affected amount: 1pc. Duoderm h/active gel was manufactured under sap code (B)(4) and manufacturing lot number 8d00567. Lot number 8d00567 was sterilized under lots, 18d16k9745, 18d16k9746, 18d16k9747, 18d16k9749, 18d16k9750 and 18d16k9751 and released on review of result of sterilization. All the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with process instructions (pi) for gel filling and final packing. A visual inspection performed in accordance with batch record (br) and completed at the beginning of the order and every fifteen (15) minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8d00567. There are two (2) complaints for the affected lot within complaint handling system (tw) however, they are for different issues. Two (2) photographs have been received for this complaint and have been evaluated in accordance with work instructions (wi). The photographs confirm the complaint issue and the expected product. When reviewing the photograph it would be expected that residue would be left on the tube lid and secondary packaging that would have gone a darker colour and for the gel to have gone hard due to the product being manufactured over two (2) years ago. There is no residue visible on the photographs which would suggest the hole was not there when the product was packaged in deeside. Operations have been made aware of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported " tube was punctured prior to use. Possible contamination due to the puncture as the contents of the tube was exposed." The product was not used. Photographs depicting the reported complaint issue were provided by the complainant.